Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is being considered for a revision surgery on an unknown date to address loosening. No additional patient consequences were reported.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as this is event did not take place.